Event description:
Caller states she is calling on behalf of her nephew who is a type 1 diabetic. He has been utilizing the abbott freestyle freedom lite meter for a few years but in (B)(6) 2014 caller states that they begin to receive inaccurate readings. The meter read normal glucose levels between 90-100 mg/dl but her nephew was ill, vomiting, and found ketones in his urine. Caller purchased a new abbott meter (B)(6) and found that the actual readings were above 500 mg/dl. Caller reports by (B)(6) the second meter began giving incorrect readings and failed to register some readings into the database. Caller states she was forced to purchase a third device and is again receiving incorrect readings.